Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had flashing screen and a lot of noise from the pump. Customer stated the contacts on the battery cap were not missing or damaged. Customer stated battery compartment was neither damaged nor corroded. The customer was assisted with troubleshooting and advised to discontinue the use of the pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. A complete analysis and testing of the insulin pump showed that, pump was received stuck on flashing medtronic logo with an audio beep and vibrate alert. Unable to verify missing segments/partial display/flashing display, noise anomaly and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat due to stuck on flashing medtronic logo with an audio beep and vibrate alert. Unable to generate power management graph due to stuck on flashing medtronic logo with an audio beep and vibrate alert. Unable to download history files and traces using thump due to stuck on flashing medtronic logo with an audio beep and vibrate alert. Unable to upload pump to carelink due to stuck on flashing medtronic logo with an audio beep and vibrate alert. The pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. No evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. The original pcba 2 was installed and swapped out with a working test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and stuck on flashing medtronic logo with an audio beep and vibrate alert noted. The original pcba1 was installed and swapped out with a working test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and no stuck on flashing medtronic logo with an audio beep and vibrate alert noted. The original pcba 1 was re-installed and swapped out with a working test pcba 2, case, internal battery and motor. Powered the pump on using the aa 1.5v battery and continued testing. The pump passed the self test and no stuck on flashing medtronic logo with an audio beep and vibrate alert noted. Stuck on flashing medtronic logo with an audio beep and vibrate alert was confirmed, suspected on the pcba 2. Force sensor zero offset within specification (23.4 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. Unable to verify missing segments/partial display/flashing display, noise anomaly and perform the functional tests due to stuck on flashing medtronic logo with an audio beep and vibrate alert. Unable to generate power management graph, download history files/traces using thump and upload pump to carelink due to stuck on flashing medtronic logo with an audio beep and vibrate alert. Stuck on flashing medtronic logo with an audio beep and vibrate alert was confirmed, suspected on the pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.